Event description:
Device 2 of 2. Reference MFR report #1627487-2012-06209. It was reported the pt has experienced pocket heating while recharging the ipg. As a result, the pt allegedly has burns, blisters, and rashes. It was also reported the pt's ipg is non-functional. No further info is available at this time. On (B)(6) 2012, st. Jude medical (B)(4) sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.